Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported by the customer that the v tubing disconnected at stopcock while in use, resulting in patient's medication and fluids running onto the floor and pt's blood backing up the IV onto the floor could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0500 and lot number 23013105 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set IV tubing disconnected at the stopcock during use, causing medication, fluid, and blood to leak onto the floor. The following information was provided by the initial reporter: "IV tubing disconnected at stopcock while in use, resulting in patient's medication and fluids running onto the floor and pt's blood backing up the IV onto the floor."

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set IV tubing disconnected at the stopcock during use, causing medication, fluid, and blood to leak onto the floor. The following information was provided by the initial reporter: "IV tubing disconnected at stopcock while in use, resulting in patient's medication and fluids running onto the floor and pt's blood backing up the IV onto the floor."

Manufacturer narrative:
A.2. Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.